Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an undisclosed procedure, an 18f manta device was deployed for closure. Post-deployment the physician noticed a filling defect and a post-angiogram revealed a partial occlusion. The physician applied balloon inflation resolving the defect and restoring flow. Filling defects are indicative of vessel trauma. Vessel trauma is common in large bore closure procedures. Without additional information, it is undeterminable if the vessel trauma occurred pre-procedure or due to the manta device. Therefore, due to insufficient information available for investigative purposes, the root cause of the partial occlusion cannot be determined. The manta instructions for use list the following potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury.

Event description:
It was reported that: physician noticed filling defect after manta deployment. Physician performed one balloon inflation and defect resolved. Additional information: as reported on (B)(6) 2023 per phone conversation: a partial occlusion was found on angiogram, and the physician performed one ptca inflation. Patient was reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: physician noticed filling defect after manta deployment. Physician performed one balloon inflation and defect resolved. Additional information: as reported on (B)(6) 2023 per phone conversation: a partial occlusion was found on angiogram, and the physician performed one ptca inflation. Patient was reported as fine post procedure.